Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the lumen of the lead would not allow the stylet to pass and the stylet became stuck in the lead. It was noted that even on the table the stylet would not pass through the lumen. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: there was blood on the distal conductor of the lead and it was obstructed, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.